Event description:
The iab was defective. This was the only info at the time of the report. On 9/15/97, datascope was notified that the iab leaked. Also, the iab was discarded and would not be returned for evaluation. Event complications: unk - rpt'd 8/18/97. Pt current status: unk - rpt'd 8/18/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.